Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to "blood in effluent long time". The mechanism by which blood in peritoneal effluent could have caused or contributed to peritonitis is unknown. On the same day as event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for the event which were discontinued 10 days after event onset. The same day pd therapy was discontinued and the patient was switched to hemodialysis. At the time of the report, the patient was not recovered from the event. No additional information is available.